Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 9 years after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was moderate. During the surgery, bone resorption, peri-implantitis, and pain were observed. Patient has since recovered.

Manufacturer narrative:
Code 10 (testing of actual/suspected device) of type of inspection on section h.6 was removed, as the product returned was lost in transit, and inspection of actual device could not be completed.

Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 9 years after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was moderate. During the surgery, bone resorption, peri-implantitis, and pain were observed. Patient has since recovered.